Event description:
Our distributor in (B)(4) reported to fisher & paykel healthcare's regional office in (B)(4)that the support arm of an iw990agu manual controlled infant warmer required repair and that there appeared to be a fault with the warmer's pcb. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare's ('fph') (B)(4) regional office for assessment. We have also requested the return of the device to fph in (B)(4) for investigation. Our results are not yet available. We will submit our findings in a f/u report at the completion of our investigation.